Event description:
After completing the inflation of the balloon in the lad and diagonal vessels, the ptca wires were removed. While taking pictures a length of wire approx 2 cm was seen in the distal portion of the diagonal vessel. The procedure was completed uneventfully and the piece of wire remains in place at this time.